Manufacturer narrative:
Additional information: section a-3b patient gender: female was the answer provided. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After the drn00v model intraocular lens (iol) was placed in the patient¿s ocular sinister (left eye) the doctor noticed a scratch on lens. During the same procedure, the iol was removed and replaced with another iol with the same model and diopter. There was no patient injury, no medical intervention, and no surgical interventions during the procedure. Patient prognosis post-procedure was reported as doing well, no complications per 07-jan-2025 progress note. The suspect iol is not available for return as it was discarded. No further information is available.